Event description:
It was reported that a dexcom g7 sensor could not be paired with an ilet device, with repeated ¿invalid code¿ errors and no option available on the pump to switch to the g7 despite confirmation that the pump indicated the latest firmware. Symptoms included an absence of alerts or alarms from the ilet. Outcomes included shipment of a replacement ilet device and instruction to continue continuous glucose monitoring use via the dexcom application or receiver while awaiting return of the original device. Investigation included remote troubleshooting and user education, verification of firmware status, review of device configuration for g7 compatibility, and coordination for device replacement and return for further analysis. The investigation determined that the issue involved a pairing failure between the ilet and the dexcom g7, consistent with a device software or configuration problem preventing proper cgm integration. Based on previously established findings for similar reports, it was concluded that the most likely cause was device configuration or software interoperability. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.